Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer report number: 3006705815-2022-18310. It was reported that the patient was not receiving effective therapy due to high impedances on both leads. Troubleshooting was unable to resolve the issue. Surgical intervention may be undertaken to address the issue at a later date.

Event description:
Additional information indicates that the patient had surgery on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.